Manufacturer narrative:
Approximate age of device - 4 years, 9 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The pump is expected to return but has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was in the hospital. Earlier in the day, the lvad system produced a few low speed advisory alarms as well as pump stoppage events. The patient¿s weight has fluctuated back and forth a lot recently and currently has 40 lbs. Of extra fluid. The patient denied any current trauma to the site. The patient had been on a grounded cable when the alarms occurred and was immediately instructed to only use batteries and was dispensed an ungrounded cable at the time of these new alarms. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. X-rays of the percutaneous lead (driveline) were unremarkable. The patient received a previous percutaneous lead (driveline) replacement on (B)(6) 2018. On 23aug2018 the technical service representative was onsite to perform a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and a pump stoppage event occurred when the patient coughed. The patient was placed on battery power. The patient received a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Although a root cause for the pump stoppage events captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the percutaneous lead (driveline). Visual inspection of the returned portion of the driveline that was replaced revealed no damage to the outer silicone jacket, bionate layer, or metal shielding. Electrical continuity testing did not reveal any signs of discontinuity or shorts. Visual inspection of the underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any current leakage through the wire insulation. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. The driveline was not entirely returned and in addition, the pump was also not returned.. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.